Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly the customer was using non-Tandem provided supplies to fill the cartridge resulting in the customer not being able to properly complete the loading process per the Tandem user guide. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a manual insulin injection.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.